Event description:
The original intended procedure: percutaneous cystolitholapaxy of indiana pouch stone, 5 cm stone. It was reported that during lithotripsy, a trilogy device at the highest setting was initially used, however it made very little impact on the high-density stone. The device was replaced with a 1000-micron holmium laser fiber using 100 w of power. After 15 minutes, the fiber broke due to the high-power setting. The fiber was replaced with a new one using 75 w of power to complete the lithotripsy. After lithotripsy was completed on one of the large stones, operation time was approaching 3 hours, and the decision was made to stop the procedure for the day. The trilogy device was then re-inserted and used to clear the remaining dust and fragments. The nephroscope was then removed. A 22 french council tip foley catheter was then inserted through the access sheath into the pouch and the balloon inflated with 10 ml of sterile water. The access sheath was then cut it could be removed over the catheter. Contrast and saline were then injected through the catheter into the pouch to confirm placement. All wires were removed. The suprapubic tube was secured using a 2-0 nylon drain stitch. The 14 french foley in the stomach was capped. This concluded the procedure. The patient was awakened from general anesthesia and was transferred to the recovery room in stable condition.

Manufacturer narrative:
User facility report number: (B)(4).